Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was supposed to have her refill on (B)(6) 2019. Patient had been inbetween healthcare professional (hcps) and having difficulty finding an hcp to fill her pump. Her pump had been critically alarming since "last friday". Patient used her patient programmer (ptm) to confirm seeing code 8286 - empty res. Patient expressed concern about going into withdrawal. No symptoms were reported. No further complications were reported.